Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 25 occurred. There was no reported impact to blood glucose. Customer declined troubleshooting with tandem technical support regarding reported issue and continued to use the pump for insulin therapy.